Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced burning and vibrations when the stimulation was off. Since implant the patient¿s bones from t8 and down are enlarged or has overgrowth. The patient¿s spine is protruding out and sensitive to touch. It was thought something is pinched because the patient has burning. The burning near the incision site on the patient¿s back is on both sides and over the implantable neurostimulator (ins) area, she is not able to put the recharger on. The patient is getting pain and vibrations in her back to both legs whether it¿s on or off. In (B)(6) 2014 the patient went to her doctor and was put on fentanyl and lidocaine patches, they didn¿t help with the pain. When doing physical activity and the patient puts her head down, she vibrates, it goes all the way down her spine to her legs and her legs are heavy and can hardly walk. It was stated ¿I¿m feeling it something really bad cause it just won¿t go away¿ (the pain). The pain in the flank on the right side and the battery is on the left. The symptoms the patient could have dealt with as opposed to the current pain she is having now because she can¿t pull or push or pick up a baby. The patient is wanting to get the ins explanted. A company representative has programmed the high density stimulation for the patient, she has worked with multiple different company representatives. In (B)(6) 2014 the patient was in a restaurant with family and her leg levitated. The patient can¿t tell that it¿s on but notices she has no neuropathic pain, the burning pain in her rear and back of legs is being relieved. The ins is helping with symptoms. The patient has scoliosis in her spine in the area the lead was placed, she is not sure if that has something to do with it. It was noted the surgery was three hours long, the doctor told the patient ¿the lead was boing around and doing what it wanted to do.¿ the patient thinks she has paget disease. The patient has a primary doctor appointment on (B)(6) 2015. The company representative reported that they interacted with the patient on (B)(6) 2015, where she was doing well and working out on her treadmill.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was further reported that the patient had continued bone protrusion and wanted a neck and thoracic MRI. The patient felt something was wrong but still had the system on. The patient had been in to check the lead wire placement with xrays. She had constant pain over the bones in the thoracic where the leads were. The muscles were extra sensitive along that area in her back. The patient also had numbness with physical activity. The patient felt as if she gave up the radiculopathy and traded it for chronic bone pain and muscle pain and wished she hadn¿t had the device placed. The patient planned to see an orthopedic surgeon as well. If additional information is received, a follow up report will be sent.